Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information indicated that the physician will continue normal device follow up. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that since the previous out of range measurement, the shock impedance measurment had continued to be high, but was back in range at 110 ohms. Approximately 11 months later, the shock impedance started trending higher again at 124 ohms. Boston scientific technical services (ts) was consulted and discussed the options with the medical personnel. At this time they will continue to monitor the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.